Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported performing a complete preventive maintenance (pm) with full calibration, functional testing, and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use. The safety disk was expired by time and a new safety disk was installed. The full name of the initial reporter listed in is (B)(6). An abbreviation was used as the full name exceeded the maximum character limit for that field.

Event description:
The customer reported receiving an electrical test failure code #58 and a maintenance required code #3. The event occurred while the intra-aortic balloon pump (iabp) was being used on a patient. No adverse event has been reported.